Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Twenty-three unused samples in their packaging, and two photographs of the defect were returned for evaluation. The samples were visually evaluated, and four out of the twenty samples showed a clear fluid and black mold inside the packaging. The photographs were observed, and a clear fluid was observed inside the packaging. The batch record was reviewed, and no discrepancies were observed related to this defect. While an exact root cause cannot be determined, it is possible that the defect occurred during transportation or user storage. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: reporter called to report they opened the case to find fluid in the lines. No patient involvement.